Event description:
It was reported that while using the bd max¿ instrument a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. Erroneous results were not reported out, and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is unable to be confirmed with the information present. The root cause is unknown. Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. Also, there is an open CAPA 1632720 to resolve these issues. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd max¿ instrument a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. Erroneous results were not reported out, and there was no report of patient impact.